Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fever, endocarditis infection and suspected vegetation on the right ventricular lead. The physician noted that the patient had (B)(6) blood cultures. The device and leads were explanted and not replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.